Event description:
It was learned via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted for six (6) years and nine (9) months, was explanted due to regurgitation secondary to streptococcus agalactiae endocarditis. The patient initially presented with heart failure and shortness of breath. The explanted device was replaced with an 11500a 27mm inspiris resilia valve. Post op patient's status noted in recovery.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 3300tfx 25mm bioprosthetic aortic valve, implanted for six (6) years and nine (9) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 27mm inspiris resilia valve. Post op patient's status noted in recovery.